Event description:
As reported by hospital, during a stent placement procedure, it was not possible to deflate the balloon after the stent was in place. The inflation device was replaced and the procedure was completed without incident. The use inflation device has been returned for evaluation.

Manufacturer narrative:
Although the used device has been returned, the manufacturing facility has not yet completed it's examination of the device, therefore a failure analysis is not yet available. Upon completion of the device evaluation, a supplemental medwatch will be submitted. The reported event is not occurring more frequently or with greater severity than is usual for the device.